Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) was confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable that connects the ECG "a" and the front therapy electrode. The root cause for the open wire could not be positively identified but was likely excessive force on the cable section. No adverse event resulted from the open wire. The patient received a replacement electrode belt.

Event description:
A zoll patient service representative (psr) called zoll customer support to report that a (B)(6) male patient's device was alarming for check therapy electrode messages. The patient was issued a replacement electrode belt.